Event description:
Customer reported at the blue connector that sits at the top of the pump, there is a hole and crack, and IV fluids leaking out. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
MFR's report date: 07/11/2012. (B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.